Event description:
We received an allegation of falsely reactive elecsys hiv duo results for several patient samples tested on the cobas e 801 analytical unit. The customer stated that they have identified several weakly reactive elecsys hiv duo results (1.01-8.6 coi), predominantly in pregnant women, which were non-reactive when verified with an alternative immunochromatographic method. The customer provided two patient samples with allegedly false reactive results. The patient samples were further tested using western blot (recommended confirmatory test for the elecsys hiv duo). Patient sample 1: in the patient's first trimester of pregnancy, the result was 3.28 coi (reactive). In the patient's second trimester, the result was 2.85 coi (reactive). The result of the western blot confirmatory test was "non-reactive". Patient sample 2: in the patient's first trimester of pregnancy, the result was 3.18 coi (reactive). In the patient's second trimester, the result was 3.94 coi (reactive). The patient had a pregnancy loss, and the result of the patient's 2026 first quarterly check-in was 2.83 coi (reactive). The result of the western blot confirmatory test was "non-reactive".

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation reviewed the qc results; the results are within the specified ranges. The investigation determined that false-reactive results may occur with the elecsys hiv duo assay because its specificity is less than 100%, and that the customer followed the required steps as stated in the assay's method sheet. Product labeling states: "interpretation of the results. Numeric result - one or both of the duplicate retests have a coi = 1.00. Result message - repeatedly reactive. Interpretation/further steps - repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The elecsys hiv duo assay is performing according to specifications.